Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt266 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
Ps360097 method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt266 circuit failed the leak test prior to patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt266 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.